Event description:
It was reported that one month and thirty days post a dialysis catheter placement via the right internal jugular vein, the catheter allegedly had an external leakage at its hub part. Reportedly, the catheter was replaced. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. Four electronic photos and video were provided for review. No other visual anomalies were noted. Minimal bleeding was noted near to the bifurcation area. Therefore, the investigation is inconclusive for the reported fluid leak issue as the bleeding noted near the bifurcation area is unknown whether it is from catheter insertion site or bifurcation area. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6 (method). H11: h6 (result, conclusion). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. However, a video and photos were provided for review. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that one month and thirty days post a dialysis catheter placement via the right internal jugular vein, the catheter allegedly had an external leakage at its hub part. Reportedly, the catheter was replaced. There was no reported patient injury.